Event description:
It was reported that in the pt's room, three days after the catheter was placed in the femoral vein, the proximal extension line was found cut near the junction hub. As a result, the catheter was removed and replaced with a new one without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.